Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hypoglycemia. Customer's blood glucose value was 2.3 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer did not mention any treatments and symptoms related to low blood glucose level. Customer stated that the insulin pump had error alarm. Customer was able to clear the alarm. Customer as able to complete insulin pump rewind. Customer stated that the insulin pump passed the self test. Customer reported a low blood glucose and auto mode exit due to minimal delivery. The insulin pump will not be returned for analysis.